Event description:
It was reported that the procedure was to treat a pseudoaneurysm of the right peroneal artery and posterior tibial artery. The area was crossed with a non-abbott guide wire and pre-dilatations were performed with unspecified balloons. A 5.0 x 50 mm non-abbott covered stent was then implanted. However, it was unable to seal the pseudoaneurysm. Therefore, it was decided to cover the ostium of the anterior tibial artery. A 4.8 x 19 mm rx graftmaster stent was implanted, followed by post-dilatation. However, there was still some filling of the aneurysmal area noted. Multiple dilatations of the graftmaster stent and the non-abbott stent were performed with an unspecified 5.0 x 20 mm balloon for about 4 minutes. At this point, the aneurysm appeared to be partially sealed and it was decided to accept the partial sealing and the procedure was concluded. Patient follow up was to continue with medical management. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy, indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the procedure was to treat a pseudoaneurysm of the right peroneal artery and posterior tibial artery. It should be noted that the instructions for use (IFU) states that the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is unknown if the use of the graftmaster outside the indicated anatomy contributed to the reported event.